Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. The clips would not close. It was not reported how the case was completed. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose reading was 188 mg/dl. Troubleshooting was performed. The customer stated that she changed the infusion set in the morning and her glucose level rose. The customer stated that she did not use the bolus wizard and she kept bolusing for her glucose of 496 mg/dl. Then the customer changed the infusion set and her glucose level dropped to 430 mg/dl in one hour. The customer stated that when she arrived at the hospital her blood glucose was 188 mg/dl, and kept dropping. The customer stated that she is on several medications for a severe brain trauma last year. The customer mentioned having a bent cannula. It was stated that the insulin was within exp date. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was provided.